Event description:
The customer reported that a nurse hung a new fentanyl bag (2500mcg/500ml) and programmed the infusion for 50mcg/hour. Four hours later 400ml (2000mcg) had infused. The infusion was stopped. The patient was disoriented but able to follow commands. Narcan "was administered as a precaution." There were no lasting adverse effects.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Manufacturer narrative:
The reported issue of a fentanyl over-infusion could not be confirmed. The reported incident time period, 11:30am to approximately 03:30pm on the date of (B)(6)2015 could not be confirmed because the associated pcu event log provided by the customer had no recorded use during that time period. The system was last turned off at 10:48am on (B)(6) 2015. The log analysis did noted that a fentanyl infusion was programmed and started at 05:06am on (B)(6) 2015 after having completed a prior fentanyl infusion, which ran until 09:21am when it was stopped by patient side occlusion alarm. A user had attempted to turn off the fentanyl infusion just prior to the occlusion alarm but did not hold the off key long enough. The entire system was then turned off at 09:23am and the volume infused (vi) for this infusion was calculated at 41.447ml. No more infusions were performed after the occlusion event; the log entries indicate a user was only evaluating the infusion programming by cycling the power on the system at 09:28am, 09:29am, 10:07am, and 10:48am. The root cause for the customer¿s reported experience could not be identified and/or confirmed from the log analysis and the associated devices and disposables were not returned to carefusion for investigation.